Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors of the rv lead were suspected. During the revision procedure, externalized conductors were visually confirmed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.